Event description:
It was reported that the pump declared alarm 20 during insulin pumping. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy.